Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of stylet insertion difficulty was not confirmed. As received, a complete lead was returned in one-piece the lead was returned with the helix retracted and clogged with blood/tissue. The ¿j¿ shape stylet used during the procedure was removed and re-inserted all the way through the distal tip and removed without any obstructions. No other anomalies were noted with the exception of procedural damage.